Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 20 mg/dl. Prior to the event, the customer was found unconscious by friends. The customer's friend gave the customer what should have been a glucagon injection, but actually gave her an insulin injection, and the customer remained unconscious. The paramedics were called, and the customer was rushed to the ER. The customer's blood glucose levels went back to normal at the hosp, but once she got home, they dropped again. Assisted the customer with the prime process. The customer stated that the event could have been due to bad diabetes mgmt as she has not been eating much lately. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.